Event description:
A user facility reported the inflation balloon on this lma-flexible is flat during use indicating the presence of a leak in the device. The crna was able to maintain an airway seal without adding additional air during the procedure. There was no pt injury or problem.